Event description:
Additional information was received from the patient. The patient added that they feel the buzzing sensation specifically "where the skull stops in the back of the neck; it starts there and goes down into the shoulder." At the same time they noticed the buzzing sensation, the patient added that they have "blacked out several times," their voice has gotten "so weak and quiet," they "walk and talk like a drunk" but they don't drink, and their vision has gotten "quite bad." Regarding the blackouts, the patient noted that one time they blacked out while driving and hit a parked car that was on the opposite side of the street. The patient also noted that the buzzing sensation only bothers them on one side, but they never specified which side, despite agent's attempt to clarify. The patient mentioned that although the buzzing sensation is not constant, "as time goes on it gets more constant; it's [buzzing] more than it's not." Event remain unresolved and no actions are currently planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the buzzing feeling wasn¿t determined and nothing was done to resolve it. The patient mentioned theyhad an appointment scheduled with their physician for their parkinson¿s disease scheduled for 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-sep-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 11-jan-2022, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 11-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have intermittent buzzing feeling from the skull to shoulder since about a month ago. They have had no falls. The patient answered no when they were asked if the buzzing feeling happens only when head is turned a certain position. They were redirected to their healthcare provider (hcp).